Manufacturer narrative:
(B)(4). Aortic dissection may occur when attempts are made to transverse the iliac arteries, abdominal aorta and descending aorta. Physicians are extensively trained by edwards before they are qualified to use the sapien xt transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the access vessels and abdominal aorta, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the aorta. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing of the flex catheter may be helpful in solving the problem. In this case, as reported, introduction of the devices contacting the pre-existing tortuous aorta likely contributed to the patient¿s rupture. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our edwards canadian affiliate, while advancing a commander delivery system and sapien 3 valve, a perforation of the aorta wall occurred. Following a successful valvuloplasty, as the delivery system and crimped 23mm sapien 3 valve were advanced, a severely tortuous section of the aorta just above the diaphragm was reached. While advancing the delivery system through this tortuous section, the wall of the aorta was perforated and the patient lost vital signs. The delivery system was removed and a coated/covered stent was deployed to tamponade the perforation. The patient did not recover and expired during the procedure. It was perceived that the tortuosity of the aorta could have contributed to the perforation.